Manufacturer narrative:
Patient city: (B)(4). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced an event of occlusion alarm on 06-jul-2024. Patient reported that the occlusion was in the tubing. No further information was available.